Event description:
It was reported that, "the implant was opened for a total knee. When it was opened from the inner package, it was noted there was a discolored area on the back grit blasted area of the femur."